Event description:
Five devices (cev607 (qty 4) and cev649-5b) were returned for repair and sharpening to mxi service and repair.

Manufacturer narrative:
Device 5 of 5. Cev649-5b (lot: 120604) - manufacturing date: 06/2012. (B)(6). Evaluation of cev607 devices indicated that the blades were blunt and the black plastic skirts were damaged or missing. The blades were most likely blunt as a result of instrument use and sharpening was necessary. The plastic skirts were most likely damaged after impact or forced disassembly. Device 5 of 5: cev649-5b: evaluation of cev649-5b indicated that the tube sheathing was damaged, which was most likely a result of impact. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(6) was opened to address these issues. (B)(4).